Event description:
A malfunction alarm labeled as malf 12 was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reported multiple occurrences of this malfunction, and technical support arranged for a replacement pump. The customer was advised on the necessary steps for using the replacement pump, including software updates and sensor insertion guidelines. The customer reverted to an alternate method of insulin therapy.